Event description:
It was reported to philips that the system was unable to complete the boot sequence. No harm was reported to philips. Philips has started an investigation of this complaint

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue occurred. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to complete the boot up sequence. As part of troubleshooting, the fse checked suite pc and system disks. To resolve the issue, the fse reloaded the suite pc software and restored the backup, after which the system completed the boot up sequence. Functional tests were performed, and the system was returned to use in good working condition. The codes were updated based on the investigation outcome.